Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was at the beach when the insulin pump started giving a constant tone and the screen had an error alarm. The customer did not recall the type of alarm she received. She changed the battery but the display remained blank. Blood glucose value was 399 mg/dl; treated with insulin. She was advised to remove the battery for 10 minutes and insert a new battery; the display did not return. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and returned for analysis.